Event description:
The customer stated she was hospitalized for high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.